Manufacturer narrative:
No add'l contact will be initiated with the user facility. The info submitted reflects all relevant data received. The lead remains implanted. Evaluation summary: pjn682486v, outer insulation breached (clavicle-rib crush); full lead returned.

Event description:
High impedance was reported on the 6949 ventricular lead. The pace/sense portion of this lead was capped and replaced. It was also reported that the atrial 5076 lead was removed secondary to insulation break and subsequently tested out of specification during MFR's analysis. No pt complications have been reported as a result of this event.